Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.25 x 20 synergy drug-eluting stent was selected for use to treat a lesion. However, during preparation, the tip of the stent struts was found to be lifted. The procedure was completed with a different size non-bsc stent. No patient complications were reported.